Manufacturer narrative:
Result of investigation: vyaire failure analysis was unable to duplicate the reported issue. Received three phase motor driver, visual inspection found no anomalies. The unit was ventilating on a adult default settings normally. Cycled the power ten times without any faults and allowed the unit to ventilate overnight for 18 hours no alarms were seen after ventilation time. The unit cycled the power into service mode and performed 6.2.8 exhalation valve characterization per vela ventilator systems service manual l2859-101 calibration was accepted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault, hardware fault, and power overheat, then the power changed to battery. The customer confirmed that there is no patient involvement associated with this reported event.